Manufacturer narrative:
Block a4: weight (79.5 kg). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of trip wire break.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach during a ligation of gastroesophageal varices procedure performed on (B)(6) 2025, for the treatment of gastroesophageal varices. During the procedure, when the metal pull wire was tightened, the wire suddenly broke and the rubber ring could not be deployed.the procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the complainant reported the anatomy location was in the stomach; however, according to the instructions for use (IFU), the speedband superview super 7 multiple band ligator, the device is not intended for ligation of esophageal varices below the gastroesophageal junction.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem), block e1 (initial reporter first name, initial reporter last name, and initial reporter phone), and block h6 (device code) have been updated based on the additional information received on april 14, 2025. Block a4: weight (79.5 kg) block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of trip wire break.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach during a ligation of gastroesophageal varices procedure performed on (B)(6) 2025, for the treatment of gastroesophageal varices. During the procedure, when the metal pull wire was tightened, the wire suddenly broke and the rubber ring could not be deployed.the procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on april 14, 2025. It was clarified that the anatomical location was the esophagus.

Manufacturer narrative:
Block a4: weight (79.5 kg). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of trip wire break. Block h11: the returned speedband superview super 7 was analyzed, and a media analysis was performed, and it was seen that photo attached showed the handle and the trip wire with no damages. During visual evaluation, it was noted that the ligator housing was not returned. The handle had marks of trip wire, indicating that the trip wire was secured into the handle slot. Additionally, the trip wire was broken. No other problems with the device were noted. The reported event of bands unable to deploy and trip wire break was confirmed. It is possible that the trip wire was stuck within the handle spool at the moment when the trip wire was being tightened, and this caused the trip wire to break when it was being pulled. This situation would cause bands deployment issues. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach during a ligation of gastroesophageal varices procedure performed on (B)(6) 2025, for the treatment of gastroesophageal varices. During the procedure, when the metal pull wire was tightened, the wire suddenly broke and the rubber ring could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on april 14, 2025 it was clarified that the anatomical location was the esophagus.